Event description:
A jade pta otw balloon ruptured following laser atherectomy of a heavily calcified lesion in the superficial femoral artery (sfa). The ruptured component was left in vivo at arteriotomy after sheath and wire were removed. According to the physician, the event was due to heavy lesion calcification. The patient was sent by ambulance to hospital for surgical removal of the separated balloon catheter. The patient handled the surgery well and was stable. It was reported that there were patient complications as surgical intervention was required to remove separated balloon catheter. Patient status was injury. Lesion calcification: heavily. Since the lot number of the product was not provided for evaluation, the device history review could not be conducted at this time and will be conducted effectively once the lot number is obtained in the future. The complaint product has still not returned to the manufacturer. Since neither the involved device, the associated clinical image/cd nor the product information was provided for evaluation, this complaint will be retained and kept track of its information in the future.

Manufacturer narrative:
This adverse event was reported in esg test system on 2024/01/05(MFR report #: 3003775186-2023-02474). Since we realize it is not correct to report it in the test system, we now take the corrective action to submit this report in the production system. This adverse event is an individual case and per our investigation, it is concluded that there is no evidence of a product malfunction, inadequacy in the IFU, or a manufacturing defect regarding this event. We have taken corrective and preventive actions in our company to correct the wrong reporting issue and prevent this issue from re-occurring in the future.

Event description:
A jade pta otw balloon ruptured following laser atherectomy of a heavily calcified lesion in the superficial femoral artery (sfa) via contralateral femoral approach. The ruptured component was left in vivo at arteriotomy after sheath and wire were removed. According to the physician, the event was due to heavy lesion calcification. The patient was sent by ambulance to a hospital where the separated balloon catheter was surgically removed. The patient handled the surgery well and was stable. The balloon is expected to return. There were patient complications: surgical intervention; patient status: injury; treated lesion information: sfa, heavily calcified; percutaneous entry site: femoral; no case image/cd was provided for analysis. A review of the clinical information for this complaint revealed that a jade 14 otw balloon catheter was ruptured ,and the ruptured component was left in vivo then surgically removed. In IFU g-00098 rev 02, this kind of failure was foreseeably warned, please see below. Warning: #2: if resistance is met during manipulation, determine the cause of the resistance before proceeding. Applying excessive force to the catheter can result in separation of the tip or balloon. The complaint product, jade 14 otw balloon catheter(5.0x240mm), together with associated guidewire was returned for evaluation. Gross and microscopic examination showed that dried blood could be observed on the balloon catheter, and balloon was circumferentially ruptured at approximately 80mm away from balloon proximal welding joint. The balloon broken edges appeared to be torn with no visible sign that the balloon ruptured longitudinally before detachment. Inner tube was severely elongated and broken. About 160mm distal balloon, partial inner tube, three marker bands and balloon tip were all lost and not returned. Apart from above damage, no other anomalies were found. During the manufacturing processes each jade 14 otw balloon catheter is inflated to its rated burst pressure (18atm) to check for leaks prior to release. Each unit was packaged with a balloon sheath to protect it from any external damage. Since the lot number of the involved product is unavailable, the device history record of the product could not be reviewed. Orbusneich medical manufacturing processes include extensive testing and inspections to ensure each product meets all material, assembly, and performance specifications prior to release. After the analysis of above information, the complaint type is determined as balloon detachment. Factors that can contribute to balloon rupture include, but are not limited to, material, interaction with other devices, patient anatomy, lesion calcification, or lesion tortuosity. Based on physician's comment and the characteristics of the returned product damage, this event was due to heavy calcification lesion. However, details could not be ascertained as the clinical situation could not be fully duplicated in our analysis lab. This complaint has been shared with the manufacturing and engineering teams. We will keep the complaint on file for future statistical analysis and monitoring. No corrective action is required at this time. There is no evidence of a product malfunction, inadequacy in the IFU, or a manufacturing defect. The complaint and analysis will be included in the complaint data reviewed and monitored for this product.